Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they are having trouble with the implantable neurostimulator (ins), because they will charge it on a sunday, and it will be completely dead the following thursday. The patient noted that they usually go a couple of weeks in between recharging sessions. They mentioned that they have not been recently reprogrammed, switched to a new group, or increased parameter. The patient stated that their ins may have gone dead in the past, but they did not know the date. They then indicated that their ins went dead on the 21st, so they charged it, and then it went dead again on the 25th. The patient stated that they recharged the ins again, because they had a doctor¿s appointment on the 26th. The patient noted that they have not had their device adjusted since it was implanted. They mentioned that they charge until their ins is full, because they stop when they see a ¿battery come up with water droplets.¿ the patient stated that they were told they needed to have their ins checked by a local manufacturing representative before scheduling an appointment. The patient was redirected back to their healthcare provider. They indicated that they will wait until february to have the device checked. Additional information received from a manufacturing representative indicated that the patient cannot use the device properly. No further complications or patient symptoms were reported.